Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and a performed visual inspection and found sensor needle bent inside needle hub. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood at sensor site. The customer¿s blood glucose level was 121 at the time of the incident customer states blood is visible on the sensor connector. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.